Event description:
Patient's spouse reported that patient is hearing an "electric sound" from his body since the medication was taken out of the pump a few weeks ago. The pump is to be explanted. Additional information received reported the patient never had therapeutic effect and couldn¿t get the dose high enough to relieve the patient¿s pain. The reporter stated that between the oral medication and the pump medication, the patient became overmedicated and was ¿sleeping for days on end.¿ the oral medications were norco but the reporter did not remember the dose. The patient and healthcare professional (hcp) agreed the patient was overmedicated and they decided to remove the medication from the pump. The reporter could not remember what year the therapy was abandoned. The reporter stated they knew the battery needed to be replaced (expected to have reached end of service (eos) in 2011) mentioned the pump was beeping. The patient reportedly wanted to have the pump explanted but could not find an hcp to do the surgery. The reported stated that the patient has gained a lot of stomach weight and questioned whether this could affect the pump and pump battery. The patient was provided with hcp listings. The pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: 2004-(B)(6), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).